Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep3239 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported facility had an issue yesterday with the bard securelock safety introducer needle lot # reep3239. After accessing and threading the wire into the vein, the proceduralist removed the needle and pulled the green safety slide down toward the tip of the needle. The green slide actually slide past the needle tip and completely off exposing the tip of the needle that was utilized to access the patient¿s vein.this needle was not in the custom kits but dropped independently onto the sterile field.